Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were difficult to press. Customer also believed that insulin pump was over delivering insulin. Customer's blood glucose was 39 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised to monitor insulin pump.